Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Considerations]: the followings were confirmed from the investigation. It was found the main board failure of the subject device at the evaluation of olympus china. The subject device was not returned to the manufacturing site. From the above investigation, the cause of the reported phenomenon occurred due to the main board failure. The cause of the main board failure could not be identified. In addition, since the subject device was not returned to the manufacturing site and no abnormalities inside the subject device other than the reported phenomenon could be confirmed, the cause could not be surmised. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4) but has not been returned to omsc. (B)(4) checked the subject device for evaluation. It was confirmed the reported phenomenon which occurred by the cr board failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at (B)(4), that the subject device made the alarm and the front panel of the subject device was disappeared. The subject device had been returned for repair that the subject device was abnormal after starting up. There was no patient injury associated with this report.